Manufacturer narrative:
All available information was investigated, and the reported mechanical jam of inability to remove the lock line could not be replicated in a testing environment due to the condition of the returned device (lock line was returned removed from the device). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported inability to remove the lock line. The reported unexpected medical intervention was a result of case-specific circumstance as a cut down at the right femoral access site was required to remove the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and placed on the mitral valve. However, while attempting to deploy the clip, resistance removing the lock line was encountered after removing more than 40 cm. The lock line was unable to be removed. To remove the clip, a surgical cut down at the right femoral access site was required. The clip was then removed from the patient. One clip was then successfully deployed, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.